Manufacturer narrative:
Visual analysis of the returned device identified one curved opening on the posterior, crease fold, and partial delamination of the valve. Leak test and microscopic analysis were performed which identified partial delamination of the valve and one curved striated opening on the posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one curved striated opening due to surgical damage consist in the use of some surgical tools, and partial delamination of the valve assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.